Event description:
Reporter alleged blood glucose measured 200 mg/dl at 9 am so customer took 66 units of insulin, however, tested at 11:40 am with a result of 120 mg/dl back to back with a result of 40 mg/dl. It was stated customer had low glucose symptoms when testing and was given glucose tablets prior to the paramedics being called. Reporter stated paramedics meter read 80 mg/dl compared to the customers' result of in the high 100s mg/dl, when testing was within 10 minutes. No treatment was reportedly received by the paramedics. A request was made for the return of the suspect device and replacement product was sent.